Event description:
It is reported that the liner was implanted on october 19, 2004, with a competitor's skirted femoral head. The liner was explanted on may 3, 2005, due to the head dislocating from the liner.